Event description:
Breast pump set up is leaking at the filter/adapter site. The filter was cleaned and dried but still leaks.

Event description:
Breast pump set up is leaking at the filter/adapter site. The filter was cleaned and dried but still leaks.